Event description:
It was reported that the right ventricular (rv) lead impedance had risen and was high. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg) (B)(6) 2006; 5068-52 implantable pacing lead (B)(6) 1998. (B)(4).